Event description:
Affiliate reported that the device was revised due to unknown reasons.

Manufacturer narrative:
Upon completion of the investigation it was noted that this complaint has been confirmed. Although it was not clear what the initial complaint pertained to, it was clear during the investigation that there was a cut in the needle chamber that appears to have been caused by a sharp instrument, which could have caused a problem reported by the customer. This however, could not be confirmed. The cut was closed and the device was tested. The device passed the tests. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.